Event description:
Journal reference: alterman et al. "Deep brain stimulation for torsion dystonia in children" childs nerv syst. 2007; 23(9):1003-1040. The article describes a study involving 19 patients being treated with deep brain stimulation (dbs) of the internal globus pallidus (gpi) for symptoms related to dystonia. A number of complications were reported. Two patients developed lead extension wire (n=2) fractures that were repaired.